Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 months and 12 days following the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) was performed and showed no pulmonary embolism. Cardiomegaly with a small pericardial effusion was observed. No layer of pleural effusion on the right side was observed. Multiple bronchiolar micronodules were present and predominantly on the left thoracic hemiramphus. They were especially notable on the left base that may be related with bronchiolitis. One hypothesis for why the bronchiolar micronodules were present was that they could have been an intra-alveolar hemorrhage. Four days later a predominantly left sided global heart decompensation with biologic inflammatory syndrome was diagnosed. The patient was hospitalized the same day for cardiac decompensation. A blood test was normal. Medication was administered for heart failure, including sacubitril/valsartan 24/26 milligrams (mg), spironolactone, dapagliflozin, and beta blockers, that were to be titrated to the maximum tolerated dose. Dietary education was provided for a low-sodium diet of 6 gm per day. Per the physician, the triggering factor of the cardiac decompensation was left-sided lung disease that was confirmed by a thoracic scan. Foci of bilateral posterior basal parenchymal condensation, that was more pronounced on the left side, suggested an infectious origin. Pneumopathy due to an infection was reported. Positive progression occurred with antibiotic treatment. 4 days after being admitted, a coronary arteriography showed non-obstructed coronary arteries. Transthoracic echocardiogram (tte), transesophageal echocardiogram (tee) and supra-sigmoid angiography showed mild-moderate paravalvular leak (pvl), an ejection fraction (ef) of 30-35%, a dilated left ventricle of 6.4 centimeters (cm) with lv asynchrony, lvef of 30%, estimated regurgitated volume 30 ml with a telediastolic effect at 10 cm/s, minimal mitral regurgitation (mr), non-dilated right ventricle (rv), and a thin inferior vena cava (ivc). Prior to the implant of this valve, the mr at baseline was mild. Following the implant of this valve, the lvef was 50%. No further treatment was reported and the event was reported as resolving. 12 days after admission the patient was discharged. A diuretic treatment was started at discharge with a dosage of 40 mg per day. Per the physician, the event was not related to the valve or the valve implant procedure. The cause of the need for hospitalization was the lung disease and lung infection. The pvl did not cause the need for hospitalization. No additional adverse patient effects were reported.